Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the patient event.

Event description:
A peritoneal dialysis facility reported a patient was diagnosed with peritonitis on (B)(6) 2015 and was subsequently hospitalized on an unknown date. Due to the peritonitis the patient had his pd catheter removed and transferred to hemodialysis. As of (B)(6) 2015, the patient was still hospitalized. The exact cause of peritonitis was unknown.